Event description:
(B)(6) clinical trial same case as MDR ID# 2134265-2013-03384. Same patient as MDR ID# 2134265-2012-01686. It was reported that subsequent to a coronary stenting treatment procedure, worsening coronary artery disease(cad) and restenosis occurred. The patient presented with chest pain associated with shortness of breath in (B)(6) 2011 and was diagnosed with compensated congestive heart failure, and atrial fibrillation with rapid ventricular response. Cardiac catheterization was recommended. The procedure revealed 1 target lesion. The 80% stenosed lesion located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.25 mm and a lesion length of 11.0 mm. The lesion was treated with direct placement of a 3.0 x 16 mm taxus liberte stent resulting to 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. In (B)(6) 2011, a 3.0 x 38 mm taxus liberte stent was implanted in the proximal to mid lad. A 3.0 x 16 mm taxus liberte stent was implanted in the proximal lad. In (B)(6) 2013, the patient returned and presented with worsening cad and underwent coronary angiography which revealed a 70% proximal edge stenosis of the previously placed stents in the mid lad. A target vessel revascularization was performed and a 3.00 x 18mm non-bsc stent was placed at the lesion. The event was considered resolved without residual effects. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).